Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Shaft the analysis results of the mcm30 found that it was received with the shaft disassembled. See attached pictures. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It is reported that patient was revised due to the tibial component loosening.

Event description:
It was reported that during an unknown procedure, the clips would not advance. Another like device was used to complete the procedure. There were no adverse consequences for the patient.